Event description:
It was observed during the device inspection that the biopsy channel of the duodenovideoscope was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, e2, e3, h3, h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10/01/2024. The device was returned to olympus for inspection, and the customer's complaint of something stuck inside the biopsy port was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was found inside the biopsy channel. The forceps could not be passed through due to clogged foreign material in the biopsy channel. The type of the material cannot be identified, and we could not specify the root cause of the material remaining in the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that during the middle of a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, it was found that something was stuck inside the biopsy port. The intended procedure was completed without any procedure delay with a similar device. There was no report of patient harm associated with this event.